Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had a button error alarm on the insulin pump. Caller was able to clear the alarm. Customer's current blood glucose was 467 mg/dl. Customer will correct with a bolus.